Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that five weeks after a combined cataract extraction with trabeculectomy, intraocular lens and shunt implantation, the bleb was flat and the intraocular pressure(iop) was increased. Prior to the iop increase and the day it was discovered, sutures were lysed during the postoperative course management. The iop remained increased; therefore, the patient was hospitalized for two days while needling and balanced saline solution was injected to reform the bleb. The iop was then noted to be back down around 10 mmhg. One month later, the bleb was flat again and the iop was increased. Eye massage was performed and a glaucoma eye drop was prescribed. The eye pressure remained at 20 mmhg. The patient declined further surgical intervention. Three more glaucoma medications were prescribed. The patient continues to be monitored by the surgeon. The shunt remains implanted.